Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high pacing impedance measurements greater than 3,000 ohms and oversensing of noise. The noise was felt to be consistent with oversensing related to the minute ventilation feature. The physician plans to continue monitoring the patient through the remote home monitoring system at this time. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high pacing impedance measurements greater than 3,000 ohms and oversensing of noise. The noise was felt to be consistent with oversensing related to the minute ventilation feature. The physician plans to continue monitoring the patient through the remote home monitoring system at this time. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.